Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17755496l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, us catalog #: fg540000, serial #: (B)(4). Smartablate generator, us catalog #: m490007, serial #: (B)(4). Smartablate pump, us catalog #: m490008, serial #: (B)(4). Soundstar eco ge 10f catheter, us catalog #: 10439072, lot #: g4019013. Pentaray nav eco 7fr, f, 2-6-2, us catalog #: d128208, lot #: 17772919l. (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon initiating the first ablation, the patient coughed and a map shift was observed. There were no errors. Catheter was out of geometry with an approximate difference in location (before and after the map shift) of 1-2 mm. Geometry was resumed. Subsequently, a pericardial effusion was detected. Pericardiocentesis yielded 310 ml. There is no information regarding extended hospitalization. Patient outcome is improved. No cardioversion was performed prior to the map shift. It was noted that the injury occurred as a result of the patient coughing during ablation. There were no other factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. There were no issues or errors reported on any biosense webster, inc.products or equipment during the procedure. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator was set on power control mode. There is no information regarding generator parameters or generator settings. Power was not titrated. Overall ablation time was approximately a couple of seconds. Irrigated catheter flow was set on 8 ml/min. Patient received anticoagulant during the procedure with activated clotting time (act) maintained in an unspecified range. There is no information regarding shaft proximity interference value. Thermocool® smart touch® sf uni-directional navigation catheter was not in close proximity to another catheter. Thermocool® smart touch® sf uni-directional navigation catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. The reported mapshift was assessed as not reportable as patient movement and/or cardioversion is a normal and expected response from the system and does not represent a product malfunction. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The biosense webster inc. Failure analysis lab received the device for evaluation on 5/10/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf uni-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. Upon initiating the first ablation, the patient coughed and a map shift was observed. There were no errors. Catheter was out of geometry with an approximate difference in location (before and after the map shift) of 1-2 mm. Geometry was resumed. Subsequently, a pericardial effusion was detected. Pericardiocentesis yielded 310 ml. There is no information regarding extended hospitalization. Patient outcome is improved. No cardioversion was performed prior to the map shift. It was noted that the injury occurred as a result of the patient coughing during ablation. The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).